Manufacturer narrative:
Section a4, a5: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed there was a little piece of plastic that came of the preloaded monofocal intraocular lens (iol) injector as the lens was being implanted. The surgeon was able to remove the little piece of plastic with an instrument during surgery. There was a five-minute delay in procedure. There was no vitrectomy, incision enlargement, or sutures required. There was no medication prescribed outside standard of care. The patient has fully recovered. No further information was provided.